Event description:
Implant migration - blunt screw backed out: it was reported that after 2 weeks from the implantation, surgeon found #1 screw of the proximal screws was backed out from the proper position.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00020, 0009613350-2022-00022, 0009613350-2022-00023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that 2 weeks after the initial surgery, the surgeon found screw #1 of the proximal screws was backed out from the proper position. No revision is currently planned. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Review of the device history records for part # 47249616109 lot # 3058647 identified the two deviations and/or anomalies. Ncr(s): no ncr with a potential correlation to the reported event was found. Surgical technique identified that the interlocking screws should be locked using the corelock driver after the placement of all screws. It was noted that the surgeon followed the surgical technique. Conclusion: it was reported that 2 weeks after the initial surgery, the surgeon found screw #1 of the proximal screws was backed out from the proper position. No revision is currently planned. Based on the investigation the reported event cannot be confirmed. The investigation did identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.